Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive at the lens flaked off and adhesive at the charged coupled device was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive at the lens flaked off and adhesive at the charged coupled device was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.